Event description:
Customer reported a blood leak was observed at the system pressure dome area during the buffy collect phase of a single needle mode treatment. The treatment was aborted at that time, and the blood in the kit was not returned to the pt. Customer estimated approx 20 to 30 ml of blood had leaked onto the pump deck. The specific location of the leak was not readily visible. The pt was reported to be in stable condition. Customer reported that the kit had been discarded. Service order (B)(4) was dispatched.

Manufacturer narrative:
Batch record review of lot c335 was conducted. There were no nonconformance associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak and no trend was detected for this complaint category. CAPA (B)(4) have already been initiated to investigate pressure dome membrane leaks. A review of lot c335 shows no trends. (B)(4) completed: service tech replaced all five pump heads to ensure that blood intrusion into pump rollers does not seize the rollers. Cleaned affected areas and performed system checkout. This assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if this specific product met specs based solely on info provided by the customer. Complaints are monitored through tracking and trending. If a trend is observed, further action will be taken. (B)(4).